Manufacturer narrative:
The affected article was returned for investigation. The investigation is anticipated but not yet begun, the returned article will be investigated by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The hospital discovered during week 5 that a piece of plastic had broken off the outer tube of the mini-hysteroscopy equipment, (hysteroscopy with 15 fr. Resectoscope). This was noticed while the equipment was in the sterilization department and the hospital does not know when it broke off. However, the hospital has now reported this as an adverse event to the danish medicines agency because they are not sure whether this could have occurred during a procedure, but they do believe that they have not caused any harm to any patient. Based on the received information it cannot be excluded that the piece of plastic broke off during a procedure. Since it is unknown where the broken of piece of plastic is, it can also not be excluded that the piece has broken of inside the patient and has remained there. Therefore, this case was deemed reportable as a precautionary action.